Event description:
It was reported that the ilet was found unresponsive with a depleted battery and did not appear to charge until the user positioned it on the charger correctly, after which a solid green indicator appeared and the device powered on. Symptoms included a nonfunctional device due to loss of power. Outcomes included restoration of function after proper charging, with the user advised to continue charging and monitor performance. Investigation included telephone-based troubleshooting and education on correct charger alignment and verification of charge status via the solid green indicator. Investigation of this case revealed user-related charging technique as the likely cause of the device not charging, with no device malfunction observed once proper charging was achieved. It was concluded, based on previously established findings for similar reports, that the cause was user error related to charging practices.